Manufacturer narrative:
Adeeb n, griessenauer cj, shallwani h, shakir h, foreman pm, moore jm, dmytriw a, gupta r, siddiqui ah, levy ei, snyder k, harrigan mr, ogilvy cs, thomas aj, pipeline embolization device in treatment of 50 unruptured large and giant aneurysms, world neurosurgery (2017), doi:10.1016/j.wneu.2017.05.128. The pipeline devices will not be returned for evaluation as they remain implanted in the patients; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The deaths occurred post-procedure and are likely due to patient condition. It cannot be determined whether the pipeline devices caused or contributed to these event. Mdrs related to this article: 2029214-2017-00930 2029214-2017-00931. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after pipeline implantation. The purpose of this article was to evaluate the safety and efficacy of the pipeline embolization device (ped) in the treatment of large (=20mm) and giant (=25mm) intracranial aneurysms. The authors retrospectively reviewed the results of 50 patients who underwent treatment for 50 large or giant aneurysms. Ped alone was used in 39 of the patients; ped with adjunctive coiling was used in 11 of the patients. Of the patients, 33 were female and 17 were male; the median age was 61.5 years. The article states that two patients passed away after pipeline implantation. The patients had progressive neurological decline following initial presentation with brainstem infarction.